Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Loss of cartridge detection was found in the pump's history but could not be duplicated during investigation.

Event description:
Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Review of pump history revealed loss of cartridge detection.